Event description:
It was reported that the iab was inserted without using an introducer sheath. As the physician tried to remove the wire guide, it became stuck in the iab. As a result of this, the assembly was removed the replaced. There were no pt complications.